Event description:
"Customer states that when the wheelchair is in use it will slow down until it is almost completely stopped and someone has to give it a push to keep it moving. Customer states the speed option is as high as it will go and the battery is fully charged."

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model m41rsolidr, serial number/date code (B)(4) is approximately 2 yrs old. The owner's manual part number 1143206 rev. G (feb-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's age is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.